Manufacturer narrative:
UDI: (B)(4). Service history review: a review of the service history record indicates that the device has been returned previously for an unrelated malfunction. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the air oscillator device was not functioning and was defective. It was determined that the motor power was too low. It was further determined that the device failed pretest for check frequency, minimum 12¿000 to 16¿000 oscillation/minute. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device was powerless and could not cut a bone. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.